Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. Log review do not support any ventilator malfunction. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator while connected to a patient was loosing tidal volumes from 400 ml to 100 ml and the alarms were silencing themselves. There was no patient harm. Manufacturer's ref. #: (B)(4).